Manufacturer narrative:
(B)(4) - the investigation findings of catheter break. The returned product comprised of the delivery system only. The stent was not returned for evaluation. The push catheter was separated from the guide catheter and did not present any buckling. The suture hole on the push catheter was torn and the suture was not returned. The guide catheter was heavily damaged and had a guidewire stuck within it. The guide catheter was stretched, buckled, broken, and heavy suture mark was observed on the distal end. Upon investigation, the stretched / broken guide catheter assembly indicated that force was exerted by the customer during deployment of stent / retraction of the guide catheter assembly. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent device was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, the guide "inner" catheter became stretched, and the stent was difficult to deploy. The stent was eventually deployed and the procedure was completed with same flexima biliary stent device. Reportedly, no issues were noted to the suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; guide catheter broken.